Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. Visual inspection of the returned device confirmed the distal section of the guidewire was fractured. Scanning electron microscopy (sem) of the fracture site exhibited elongated dimple ruptures in a torsional direction. No material anomalies were noted. Based on sem results the wire fracture was due to excessive torsional force during second rotation of the wire. Based on the investigation findings and information provided, the root cause was determined to be operational context.

Event description:
It was reported the tip of the guidewire broke during repositioning. Whilst attempting to remove the broken guidewire, the retrieval basket also broke off. The procedure was successfully completed. The patient is reported to be in stable condition. No further information was reported.

Event description:
It was reported the tip of the guidewire broke during repositioning. Whilst attempting to remove the broken guidewire, the retrieval basket also broke off. The procedure was successfully completed. The patient is reported to be in stable condition. No further information was reported.

Manufacturer narrative:
(B)(4).